Event description:
On (B)(6) 2014, the patient contacted animas alleging that the pump¿s battery life was not lasting as long as expected and that he subsequently experienced blood glucose (bg) of 300mg/dl with excess urination. The patient noted that basal rate adjustments were made due to the bgs. The patient reportedly remained on the pump. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of shortened battery life.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple low battery warnings had occurred. There was evidence found in the black box of partially discharged batteries being installed. A review of the alarm history showed one replace battery alarm occurred on (B)(6) 2014. The battery cap was not returned with the pump for investigation; a test cap was used to complete all testing. The pump powered on normally and did not draw excessive current. The pump casing was removed and no defects were found. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.